Manufacturer narrative:
(B)(6). Investigation summary: the device was visually inspected and was found in good conditions. A second closer inspection was performed and it was found that the spline was bent and an electrode was damaged. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding the spline bent has been confirmed. The root cause of the spline bent and electrode damaged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the shipment; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent procedure with a pentaray nav high-density mapping eco catheter and the biosense webster, inc. Product analysis lab noted the returned condition of the electrode being damaged. Initially, it was reported that when the pentaray nav high-density mapping eco catheter was inserted into the cardiac cavity, it was noted that the spline was bent. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The bent spline was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on april 2, 2020 that the device was returned in the condition reported as the spline was bent. In addition, there was also an electrode which was damaged. The spline bent was still assessed as not reportable. The electrode damage issue was assessed as reportable. This event is being reported because the bwi product analysis lab received the device for evaluation and found the electrode damaged. This finding is reportable. The awareness date for this record is april 2, 2020.